Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would intermittently not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing, which included all power-related stress and troubleshoot testing without duplicating the customer's report. An internal inspection found no discrepancies. Inspection of the pim board to cpu board found a damaged ribbon cable. The ribbon cable was replaced as a precaution. The device passed all complete calibration and outgoing system tests. The device was recertified and returned to the customer. No trend is associated with reports of this type.